Event description:
It was reported that one patient had experienced bleeding due to insertion with fecal management system. It was also stated that two patients had experienced pressure injuries along mucosal edge of anal opening. As per additional information received on 25jan2021, the customer reported that the first incidence was bleeding from the insertion of the device. This happened early in the launch of the product. The customer believed that it may have had to do with a learning curve on the part of the staff and mentioned that the insertion technique was challenging. The nurses used a finger slot to insert (with the flexiseal) and the number of attempts to place the device was more than they would have liked so they wonder that if too many attempts could have caused the bleeding. The other two issues were from perennial ulcers placed in patients with hemorrhoids and last week one more patient has experienced perennial ulcers. Additionally, the facility has also had two issues with removal of the device from the patient rectum. The first patient greatly provided maneuvers that helped in removal. The port was cut, and the cuff drained for easy removal and later lubricant had to be used around the anal opening to help along. The second patient had more complicated, so nurse had to call colon rectal and have them come up to remove the device despite maneuvers were used on patient. Apparently, the device was like a suction cup and somehow migrated onto the wall of the rectum. The surgeon used a lubricated glove and inched it away and was able to release the suction. In both cases it was not believed any harm was sustained.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the fecal management system product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that one patient had experienced bleeding due to insertion with fecal management system. And also two patients had experienced pressure injuries along mucosal edge of anal opening.